Event description:
It was reported that during the use of the product, leakage of circulation water from the upper part of the heat exchanger was observed. No adverse patient effects were reported by the customer. It was reported that no further information will be available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was returned in original packaging. During the visual inspection no defect was detected that caused leakage in the heat exchanger, only blood residue was detected in the joint. During the functional test, the unit was tested for leaks by introducing water in the product. No leak was observed in the unit received. The complaint was not confirmed. Root cause cannot be determined because the failure mode was not confirmed. No corrective actions are required since the complaint was not confirmed. During the DHR review, no non-conformities were noted during the manufacturing process.